Manufacturer narrative:
Hologic product application specialist reviewed the logs and stated there was no hardware or kit preparation issue. The increase in positivity rate could be due to sample mishandling since majority of the positives occurred in clusters. Customer confirmed they only reported out the retest results.

Event description:
Customer reported three samples in one sars-cov-2 tma run , wl 001063-20220722-08, using assay lot 319846 on panther instrument sn (B)(6) were tested positive but retested on a roche platform as negative. The sample ids were sid: (B)(6), sid: (B)(6) and sid: (B)(6).